Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital due to signs of thrombosis, elevated ldh, nausea and vomiting, and shortness of breath. Anticoagulation medication and tissue plasminogen activator (tpa) was administered to the pt. The situation had improved some, but during the night the pt experienced issues again. The pt had elevated power and two low voltage alarms. X-rays and an echo were taken a few days prior and revealed that everything was in good position. It was also reported that the hospital staff felt that the pt was not a good candidate for a pump exchange, as she had previously undergone a driveline revision with a muscle flap for infection. A decision was made to exchange the pt¿s pump two days later. During the pump exchange, the surgeon was unable to get to the pump due to large amounts of bleeding in the pt¿s chest. The pt expired in the operating room and the pump was not removed.

Manufacturer narrative:
The pump will not be returning to the MFR for eval, as the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.